Manufacturer narrative:
Eval summary: the product was not returned. The iol product history records were reviewed and documentation indicates the product met release criteria. Monarch product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, a posterior capsule tear occurred. The iol was removed and replaced with a different iol model. Additional info has been requested.